Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 patient presented with grade 3-4 functional mitral regurgitation (fmr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was across the septum and in the left atrium. Resistance was encountered while advancing the clip delivery system (cds) through the sgc. The sgc was retracted and repositioned, but resistance persisted. It was decided to discontinue the use of the sgc and cds. Replacements were used to complete the procedure, which functioned as intended. The mr was reduced to grade 1 post procedure. After the procedure the same cds was attempted to be advanced into the sgc. It was noted that there was still resistance while advancing the cds. The user was concerned that the sgc was responsible for the resistance while advancing the cds. There were no adverse patient effects or clinically significant delay. The manufacturer device analysis was completed on 25 march 2025, and indicated that there was a device malfunction due to a peeled delaminated sgc shaft and deformation of the soft tip.

Manufacturer narrative:
All available information was investigated, and the reported sgc resistance was confirmed via device analysis. Additionally, the sgc soft tip appeared to be deformed/stretched. Delamination was also observed at the soft tip inner diameter and the inner braided shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, observed delaminated inner braided shaft and soft tip were likely due procedural circumstances. The cause of the observed deformed soft tip was unable to be determined. The investigation determined reported sgc resistance may be related to a potential product quality issue. Therefore, exception (issue) (B)(6) was initiated to evaluate whether a product issue exists. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.